Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to high blood glucose. The current blood glucose reading is 199 mg/dl. Customer has treated with manual injections. The blood glucose reading at the time of the event was 498 mg/dl. Customer was feeling ill and vomiting. Diagnosed diabetic ketoacidosis. During troubleshooting, time and date correct. Programming is correct. Nothing further reported.